Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2020 with blood glucose of 520 mg/dl at the time of the incident. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The pump bolus history showed one bolus for the day of the call and no alarms were found in pump history. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. (B)(4).